Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia, when the device was being applied to the abdominal wall, it fired once but jammed on the next firing. The device was removed from the cavity but the surgeon could not get it to fire again. Beforehand, there were difficulties with loading the reload onto the handle, the reload was securely fastened onto the shaft, there was difficulty in pressing the "push to reload" button, there was difficulty with navigating the lock and unlock button, after the loading issues were experienced, the reload was used on the patient. Another unit with the same lot number was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.